Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6 atm for 10 seconds. The device was simply removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient status is good.